Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544240 hemolok l clips lot #73k1700715, the samples were functionally inspected and during the inspection issue reported "improper clip closure" was not observed. The device history review for the product hemolok ml clips 6/cart 84/box lot #73f1700316 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time because the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the clip is not closing properly while closing, as it loses its rigidity. This incident occurred with several clips from the same cartridge. It was impossible to use the clip on vessel so we used another applier and another cartridge. There was no patient injury.